Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer was taken to emergency room on (B)(6) 2019 due to diabetic ketoacidosis and was sick which lead to hyperglycemia. Customer¿s blood glucose level was 687 mg/dl at the time of incident. Customer had diabetic ketoacidosis twice in 24 hours because when the hospital inserted a set and the plastic cannula was bent. Customer was treated with the potassium level. Customer experienced symptoms such as could barely breath and potassium dropped very low. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.